Manufacturer narrative:
(B)(4). Per the customer, a companion sample is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported to baxter that an intermate sv 50 device was found to be leaking from the fill port area. Therefore, the sterile fluid pathway was breached. This condition was discovered after the device was filled. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.